Event description:
Alodox convenience kit includes "thermoeyes" reusable moist heat packs. The heat packs are to be used with the contents of the product. Using the instructions provided by the manufacturer, the moist heat packs burst and were rendered unusable by the pt. The defect was reported to the MFR in 2009. After a period of two days and multiple telephone conversations initiated by this pharmacy, a representative of the manufacturer stated on 7/9/2009, that this pharmacy would receive a replacement supply in 2 to 9 working days. A 2nd follow up call on 7/15/2009, resulted in a response by the MFR representative of "the replacement was shipped via mail on 7/9/2009. The package should arrive in 3 to 5 working days". A 3rd call on 7/17/2009, resulted into a "we will check into it" response with no further response by the MFR. A 4th call 7/22/2009, elicited a response of "we do not know anything about a product complaint. The quality assurance person is out of the office." A minimum of five contacts with the manufacturer, regarding this product defect has resulted in no attempt to resolve the product issue with this pharmacy or the pt. Twelve days (8 "working days") have elapsed since the MFR claimed to have shipped the replacement for the defective part. The manufacturer was unable to provide a "tracking number" with which to verify shipment. The pt stated the desire to re-initiate the therapy prescribed early of the month. This pharmacy procured additional "alodox convenience kit" inventory at our own expense and provided the pt a replacement product nineteen days later. Dates of use: 2009. Diagnosis: not known by pharmacist.